Event description:
The healthcare professional reported that during a procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 9682214) was released. It was then found that the proximal markers did not fully open or expand as intended and the proximal end of the stent only covered the aneurysm neck, ¿which did not reach the desired effect.¿ the physician released a second stent (unspecified brand) using the same original concomitant microcatheter (unspecified brand) inside the first stent to cover the aneurysm completely and finished the procedure. There was no report of any negative patient impact. The procedure was prolonged by about 10 minutes. On 07-jan-2026, additional information was received. The information indicated that the procedure was an endovascular embolization procedure targeting a relatively wide-necked, unruptured aneurysm on the middle cerebral artery (mca). Per the information, there were vessel factors that may have contributed to the incomplete expansion of the stent; there was vessel stenosis combined with the aneurysm. The temperature indicator label on the inner pouch of the first stent was checked and confirmed to be within acceptable criteria. There was no resistance during the advancement of the stent. The microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x). The second stent that was implanted in the first stent was a 4mm x 23mm enterprise 2 stent (encr402312). The information indicated that the physician did not consider the reported 10-minute delay in the procedure to be clinically significant. There was no negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9682214. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise2 vascular reconstruction device can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the user was required to perform the additional surgical intervention of implanting a second stent to cover the full neck of the aneurysm. Based on this surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.